Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing which was connected to the quick release fell off. She did not drop anything, and it just came off. Reportedly, the quick release did not lock and prongs were not there. In the morning of this report (03-jun-2019), her blood glucose level was 140 mg/dl. Upon investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.